Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 80% stenosed, 22x3.0mm, eccentric, de novo lesion contained a >45 and <90 degree bend and was located in a moderately tortuous and moderately calcified left circumflex (lcx) artery. Predilation was performed with an unspecified balloon catheter. A 2.50x24mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination found that the stent was badly distorted and stretched across its length. The stent had stretched 8mm past the distal tip. The stent was removed and the tip od measurement was determined which is within specification. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).